Manufacturer narrative:
Additional devices implanted and/or related to this event: plc20140/ (B)(4), UDI: (B)(4) , plc181200/ (B)(4), UDI: (B)(4). Pre-treatment: computed tomography (CT) (B)(6) 2018. Maximum abdominal aortic aneurysm diameter: 58mm. CT dated (B)(6), 2018, maximum abdominal aortic aneurysm diameter: 58mm. CT dated (B)(6) 2019, maximum abdominal aortic aneurysm diameter: 50mm.

Event description:
The following information was reported to gore: on (B)(6) 2018, a patient underwent treatment of a 58mm abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprostheses. On (B)(6) 2018, images revealed there was a kink in the device. A reintervention was performed and a stent graft with expandable balloon was implanted. The kink was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Addition additional investigation determined which device had the adverse event reported (kink and reintervention) on it. The (gore® excluder® aaa contralateral leg endoprosthesis plc181200 lot # 18262714) has the allegation of deficiency. The plc141000 lot # 18185280, plc201400 lot # 18277803 have no product problem or deficiency caused or contributed to an adverse event/incident for the patient.

Event description:
It was reported, additional investigation determined ultrasound of the right femoral region confirmed patency post reintervention procedure (a gore® viabahn® vbx balloon expandable endoprosthesis was implanted). While advancing a 0.018 guidewire while utilizing intravascular ultrasound (ivus), a right iliac artery stenosis at the flow divider was identified. The narrowest segment was 6mm and the normal diameter was 13mm. An 8 fr sheath was used, and the area was stented and post dilated with 14mm balloon. Ivus verified remaining mild kinking of the right iliac artery at the flow divider. There was brisk flow shown on angiography. The kinking did not cause obstruction of the vessel lumen.